Event description:
Patient called lfs in 2002 alleging their ot ultra meter was missing segments. The issue was unresolved with troubleshooting. Pt stated that they ended up going to hospital in 2002 due to meter missing segments. Pt was experiencing symptoms of shakiness and dry throat. Pt was kept in hospital for about 4 hours. Pt stated they do not know what the reading was when their glucose was taken at the hospital. Pt stated they were treated with oral medications. Meter was replaced for the customer.